Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure, the implantable cardioverter defibrillator was tested and showed a battery longevity percentage of 87%. The device was not used.